Event description:
It was reported that the patient with this implantable pacemaker has been experiencing fluctuation with very low heart rates since the device was implanted. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that the patient with this implantable pacemaker has been experiencing fluctuation with very low heart rates since the device was implanted. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information received which indicates that this device was evaluated via home monitor and was functioning appropriately.